Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after implanting the right ventricular (rv) lead, it was noted that the rv lead was unable to sense. The lead was not used, and a new lead was implanted. The patient was in stable condition.